Manufacturer narrative:
(B)(4). According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The esheath was discarded and not returned to edwards lifesciences for evaluation. Without the device return, functional testing and dimensional analysis were unable to be completed. DHR review was performed on the work orders most relevant to this event. None of the work orders revealed any manufacturing issues that could have contributed to this event. No deficiencies with the IFU or training manual were identified. During the manufacturing process, the esheath undergoes multiple 100% manufacturing and quality inspections. These inspections make it unlikely that a manufacturing non-conformance contributed to the reported event. The minimum required vessel diameter for a 16fr esheath is 6.0mm. Information regarding the patient¿s access vessel mld was not provided; however, mild calcification and mild tortuosity were reported. In this case, the exact cause of the femoral artery dissection could not be confirmed. Procedural factors (manipulation of the devices), in addition to patient factors (vessel mld, calcification, tortuosity) likely contributed to the femoral artery dissection. The complaint of the torn sheath distal tip could not be confirmed as the device was not returned for evaluation. As a result of previously investigated complaints, corrective actions were initiated to investigate esheath radial distal tip tearing. Insufficient/improper scoring at the distal tip during the distal tip scoring process was identified as a potential root cause of the radial distal tip tears. A review of manufacturing mitigations supported that the esheath was properly inspected to detect issues related to the reported event. Due to the unavailability of the device, a definite root cause for the torn distal tip could not be determined; however, the root cause may be related to a potential manufacturing non-conformance. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint history review revealed similar complaints and the occurrence rated did not exceed the june 2016 control limits for this trending category. No further action is required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
While withdrawing the bav balloon through the esheath, there was slightly more resistance than normally felt. Upon removal of the esheath, the distal tip was torn more significantly than usually seen and a dissection of the right common femoral artery was observed. The artery was ballooned with a 6 x 40 balloon. The resistance withdrawing the bav balloon was considered a possible cause for the distal tip damage. The patient's access vessel was mildly calcified and mildly tortuous.